Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to cable breakage. In addition, a new charged coupled device was replaced. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the hd autoclavable camera head is unable to display image during preparation for use, prior to diagnostic urology cystoscopy procedure. A similar device was used to complete the operation with no more than a couple of minutes delay. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that failure of the communication function occurred due to damage to the inside of the cable, resulting in failure not to display images. The event can be detected/prevented by following the instructions for use which state: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable". Olympus will continue to monitor field performance for this device.